Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over infused" was reproduced. The device was tested for flow rate accuracy and deliver 6.45% error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel. The pressure plate travel requires adjustment and the m2 and m3 springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused during testing. There was no patient involvement. No additional information is available.